Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was readmitted on (B)(6) 2016 with complaints of increased driveline pain. On (B)(6) 2016, the patient was additionally given two (2) doses of intravenous cefazolin 2000 mg. The patient was discharged home on (B)(6) 2016 with oral keflex 500 mg every eight (8) hours.